Event description:
The customer reported that when an attempt is made to apply the belt, the d-ring does not secure the belt in place. There was no pt incident or injury reported. The customer did not provide the date when this was discovered.

Manufacturer narrative:
Eval results: eval of the returned product shows that the belt has no cuts or breaks on it. The buckle does not securely hold the belt. (B)(4).